Manufacturer narrative:
A4 is unknown. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that on day seven of impella support, the automated impella controller battery level dropped to 51% after showing full charge and was unplugged. Within a minute of being unplugged, the battery dropped to 50% with an alarm for battery level low. The automated impella controller remained plugged in to resume alternating current power. There was no loss of impella 5.5 support, and no patient harm reported. The impella 5.5 was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The device was returned. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data analysis: imc logs from the complaint date confirmed the reported ¿battery level low¿ alarm (event set #23), which was triggered approximately two hours after ac power was disconnected (event set #109) was observed. The alarm cleared automatically once ac power was restored. Refer to (B)(4) for the relevant imc logs. Long-term (lt) power log data showed the battery¿s absolute charge dropping to 3500 and then increasing as ac power was restored. See attachments for relevant lt powerdata (ltpowerdata_(B)(6) png. Device analysis the console (B)(6) was returned to fs for investigation. The reported issue was successfully reproduced by disconnecting the ac power and operating the aic solely on battery for an extended duration without reconnecting to the ac power supply. As the batteries discharged, the charge level dropped to 50%, which triggered the battery level low alarm. Battery testing revealed no abnormalities; both batteries charged according to specifications, and no cell imbalances were detected. See attachments for batttest.png. Communication between the pbm and the batteries was monitored throughout the tests and showed no irregularities. Additionally, a thorough visual inspection of the power-related circuitry was performed, and no defects were observed. Root cause: the ¿battery level low¿ alarm was triggered because the aic remained disconnected from ac power for an extended period, causing the batteries to discharge. No issues within the aic were identified. D9 updated.